Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds duration time, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.